Event description:
It was reported that the ilet user experienced hypoglycemia after announcing chips as part of dinner, which led to an initial glucose rise and device correction, followed about an hour later by a main-course meal announcement that contributed to a subsequent glucose decline. The lowest reported blood glucose was 47 mg/dl, and the device issued an urgent low alert. Symptoms included hypoglycemia with no reported clinical manifestations. Outcomes included oral glucose treatment and temporary disconnection from the ilet while the user contacted their endocrinology provider. Investigation included user counseling on best practices for meal announcements and education that bedtime snacks causing out-of-range glucose could contribute to lows. Investigation of this case revealed device performance consistent with design and algorithmic response to reported carbohydrate intake and glucose trends, with the event attributed to meal announcement timing and sequencing rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement behavior.